Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of "the flush key on the keypad is not working" was confirmed and reproduced during device evaluation. The root cause was due to a missing nylon washer electrode. The nylon washer electrode was installed to correct the reported condition.

Event description:
Baxter received a report from a facility involving an automix 3+3/as compounder. According to the facility, the flush key on the keypad is not working. This event occurred during setup in the pharmacy. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.